Manufacturer narrative:
Siemens headquarters support center (hsc) has reviewed the customer information provided and the instrument data. No product non-conformance was identified. The instrument data showed that the instrument loci reader and sample handling system were within specifications. The cause of the event is unknown. The instrument is operational. The device is performing according to specifications. No further evaluation of the device is necessary.

Event description:
A discordant falsely elevated cardiac troponin I (tni) result was obtained on a patient sample on a dimension exl with lm instrument. The discordant result was reported to the physician(s). The same sample was reprocessed on the same instrument and on an alternate instrument and lower results were obtained. A corrected report was issued. There are no known reports of patient intervention or adverse health consequences due to the discordant falsely elevated cardiac troponin I result.